Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report # (B)(4) . One used set was received for evaluation. Upon visual examination, a portion of the device used to access the caresite injection site was broken off inside the valve. The broken obstruction prohibited the piston from closing properly and ultimately resulted in the blood leakage reported. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: event 2: when the blood culture collection device is removed, there leaves a hole in the caresite and blood leaks out.